Manufacturer narrative:
This report is associated with argus (B)(4), biotene moisturizing mouth spray.

Event description:
Almost choked to death [near death experience], choking sensation. Case description: this case was reported by a consumer via call center representative and described the occurrence of near death experience in a (B)(6) female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number u6k291, expiry date 30th september 2018) for dry mouth. On (B)(6) 2017, the patient started biotene moisturizing mouth spray (2013 formulation) at an unknown dose and frequency. On (B)(6) 2017, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choking sensation. On an unknown date, the patient experienced near death experience (serious criteria gsk medically significant). Biotene moisturizing mouth spray (2013 formulation) was discontinued on (B)(6) 2017 (dechallenge was positive). On (B)(6) 2017, the outcome of the choking sensation was recovered/resolved. On an unknown date, the outcome of the near death experience was unknown. It was unknown if the reporter considered the near death experience to be related to biotene moisturizing mouth spray (2013 formulation). The reporter considered the choking sensation to be related to biotene moisturizing mouth spray (2013 formulation). Additional details, the consumer reported that it chokes her because it goes right down her throat. The consumer reported that she almost choked to death (code as near death experience).